Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred during the load sequence with multiple cartridges. Additionally, it was reported that the pump shut off unexpectedly. There was no adverse impact to the customer¿s blood glucose value. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged alarm 30 issue was verified while the alleged shutdown issue was verified in the pump logs; however, no failure was identified.